Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was super heating in fiber optic cable connector equipment performed within factory specifications. Necessary parameter adjustments, execution of the quality inspection procedure, cleaning and preparation for release. Cleaning, operation tests, execution of quality inspection procedure, electrical safety test, preparation for shipment will be carried out. Cable: super heating in the fiber optic cable connector. Equipment has carbonization at the tip, which is impeding the performance of the fiber. The tip of the light guide with advanced degradation, where the darkened areas (dead pixels) correspond to broken and/or obstructed optical fibers by the identified carbonization, thus losing the luminous conductivity. This failure pattern, concentrated in the periphery and dispersed in the center, suggests fatigue accumulated by mechanical stress or excessive bending of the cable during handling. Such behavior results in a critical drop in the intensity of light delivered, characterizing the component as unfit for operational use. Polishing of the damaged fiber tip required for recovery, execution of the quality inspection procedure, cleaning, performance testing and clearance.